Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, after firing three successful reloads on the stomach the echelon got stuck during the fourth firing. The surgeon was using a blue reload. The surgeon replaced the reload to a new blue reload three times and still the echelon didn¿t fire. After that the surgeon replaced the echelon to a new one and solved the problem. A leak was found where the device got stuck. Surgery was prolonged sixty minutes.